Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. Analysis was performed and the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The distal conductor of the lead dev eloped a fracture due to flexing while in vivo.

Event description:
The lead was returned to the manufacturer.

Event description:
It was reported that non-physiologic right ventricular tip to right ventricular coil noise was observed on the electrogram. Extra events on the marker channel were not corresponding with qrs complexes. Short interval counts (sic) and several nonsustained events were recorded with sudden increase in pacing impedance above 1000 ohms triggering a patient alert. It was further reported there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)